Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. Customer is concerned with tests results from results obtained of 154, 110, 161, 194 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. Customer was using alcohol prior to sticking fingers. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1:154mg/dl (B)(6) 9:59am fasting, result 2:110mg/dl (B)(6) 5:40pm fasting, result 3:161mg/dl (B)(6) 1:47pm fasting, result 4:194mg/dl (B)(6) 10:18am fasting, result 5:206mg/dl (B)(6) 10:17am fasting. His dr wants his blood to be 100mg/dl or under which is not happening and the wife thinks the meter is very old so they think the meter is not reading correctly. Also the customer is using alcohol prior to sticking his fingers.